Manufacturer narrative:
(B)(4). Batch # t5am9p. Investigation summary: the analysis found that one sc60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an appendicitis resection, the staples near the proximal end part of the cartridge were unformed at the first firing on the ileocecal region, where the device was used. The size of the unstapled site was about 1 cm. The proximal end part of the jaw did not clamp the piled tissue. The cartridge color was blue. The safety lockout did not engage, the device did not partially fire. The staples were deployed, but some staples near the proximal end part of the cartridge were unformed. Unformed stales were u-shaped, not b- formation and the device did cut tissue. Additional suture was performed to complete the case as there was "malfunctioning stapling but the surgeon sutured within the same operation." There were no adverse consequences to the patient.